Manufacturer narrative:
On 19-may-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping catheter and the spine was found damaged/stretched during the mapping. There were no internal components exposed or lifted/sharpened rings. A partial spine detachment was reported. A second catheter was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and electrical test of the returned device were performed following j&j procedures. Visual inspection was performed, an a damage was observed on the splines and rings. It's was observed one spline stretched and two electrode damage leaving internal components exposed. The damage observed, could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31558564l and no internal action related to the complaint was found during the review. The tip issue reported by the customer was confirmed. The potential cause of the damage cannot be established. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping catheter and the spine was found damaged/stretched during the mapping. There were no internal components exposed or lifted/sharpened rings. A partial spine detachment was reported. A second catheter was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).